Manufacturer narrative:
(B)(4). The sample is not available.a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 4 of 4. The technical service representative (tsr) assisted the home patient (hp) to clear the error and informed the hp of the error's meaning. The hp would call the peritoneal dialysis nurse for instructions on finishing therapy. No patient injury or medical intervention was indicated at the time of the initial report.